Manufacturer narrative:
(B)(4). Investigation summary: observations and testing could not be performed in the absence of a sample. The DHR for lot 0080382 has been reviewed. This lot was built and packaged on afa line 13 from 26mar2020 through 31mar2020 for a quantity of 369610 units. No related quality issues or process deviations were found. Peura (B)(4), version q has been reviewed. This type of failure has been included and assessed for risk on multiple pages, and it is impossible to narrow it down without the sample. Investigation conclusion: the defect needle retraction failure could not be refuted nor confirmed in the absence of a sample. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle retraction failure with lot #0080382 regarding item #381412. Related pr 1702059 ¿ investigation pending. Root cause description: the root cause cannot be determined for an unconfirmed defect. Rationale: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause. Risk to the end user is established based on occurrence and severity of the defect as related to a specific failure mode in the manufacturing process and the effects of that failure. The risk could not be evaluated for the unconfirmed defect in the absence of the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle didn't fully retract during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "insyte autoguard yel 24ga x .75in wouldn't fully retract".